Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the vein. After implantation of a stent, a 18-6/5.8/75 xxl¿ esophageal balloon catheter was advanced for post dilation. During removal of the device, the catheter broke and the balloon was left inside the patient's body. The balloon was not retrieved and the patient was transferred to a local hospital. The procedure was not completed due to this event. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the fragment of balloon material that was left inside the patient was not returned for analysis. A visual examination identified a completed circumferential tear in the balloon approximately 15mm distal to the proximal balloon bond. The damage observed is consistent with excessive tensile force being applied to the delivery system which may have occurred when the physician attempted to remove the device from the patient. The distal detached section of the balloon was not returned for analysis. A visual examination identified that the shaft had a complete break at approximately 12mm distal of the proximal balloon bond. A section of the detached shaft approximately 160mm in length was returned with one markerband intact. The tip and second markerband were not returned with the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the vein. After implantation of a stent, a 18-6/5.8/75 xxl esophageal balloon catheter was advanced for post dilation. During removal of the device, the catheter broke and the balloon was left inside the patient's body. The balloon was not retrieved and the patient was transferred to a local hospital. The procedure was not completed due to this event. No further patient complications were reported and the patient's status was stable.